Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to deploy the needles was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy the needles and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The proglide device was inadvertently referenced on the initial medwatch. The correct information is: the physician is reported to be trained in the use of the prostar device.

Event description:
It was reported that suture placement was attempted in the mildly tortuous right common femoral artery with a prostar xl device using the preclose technique prior to an endovascular aortic repair (evar) procedure. The arteriotomy was 7f. Reportedly, the needles failed to deploy. A second prostar xl was used and the sutures were successfully placed using the preclose technique. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.